Manufacturer narrative:
Eval - method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system on (B)(6) 2009. It was reported that about a month after the procedure, the pt was assaulted and subsequently had diminished stimulation from his system. Reprogramming of the ipg was effective, but over time, the stimulation became less effective for the pt, and he reported periodic overstimulation. A system analysis was completed and the system showed that there were no obvious impedance issues or connection issues. The pt's scs system was explanted and replaced on (B)(6) 2009. The devices were returned to the MFR for analysis. No further info is available.